Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), partially explanted: 2013-(B)(6), product type catheter product ID 8835, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported the patient had an unrelated spinal surgery 6 weeks prior to the report date for an a dural tear, at which time they noticed the catheter was torn at the spinous process. The catheter was not repaired and plans were to fix it at a later date. On the day of report, they were performing the catheter revision, and they noted the empty pump reservoir alarm had occurred, as the pump had continued to run since the spinal surgery until empty. The pump had been empty for about a month, thus they were questioning if they should replace the pump as well, or just fill the existing pump with saline and monitor future reservoir volumes. The pump was used to deliver clonidine and fentanyl. It was later reported the catheter had a break at the distal segment and was replaced. It was noted that during the previous spinal surgery unrelated to the pump, the surgeon noted that the patient's spinous process had sheared the catheter in half. Because the catheter was cut in half, the healthcare provider (hcp) chose to replace it with a new catheter. The distal portion of the original catheter remained intrathecal in the patient. The existing pump was filled with preservative free saline, and a back table prime was performed to wash any previous drug out of the internal pump tubing. The pump and catheter then only had preservative free saline in them, and the patient was to visit their pump management hcp for a drug fill and reprogramming. There were no patient symptoms/injuries related to this event.